Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with mild tortuosity heavy calcification and 99% stenosis. A 3.0x33mm xience alpine stent delivery system was advanced; however, could not cross. The sds was removed and re-advanced using a guideliner; however, it still could not cross. Thus, the device was removed and resistance was met in the guideliner and the proximal stent struts were noted to be flared. Reportedly, to prevent the stent from dislodging inside the patient, the balloon was inflated and the device was removed from the patients anatomy along with the guideliner. Once outside of the patients anatomy the stent dislodged. Another same size xience alpine sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported dislodged stent and the reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove the device was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/ and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.